Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 463 mg/dl while wearing the pod on the abdomen for longer than 48 hours. Despite multiple bolus attempts, the patient reported that blood glucose levels did not decrease, necessitating removal of the pod due to lack of therapeutic effect. Upon removal of the pod from the infusion site (abdomen), the cannula was found to be bent. The patient also reported redness at the pod site.